Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence and during insulin delivery with multiple cartridges. Additionally, it was reported that the insulin gauge was intermittently inaccurate. Customer's blood glucose level was 220 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.